Event description:
An experienced emergency department nurse was performing a routine IV start when after the IV was cannulated, the nurse pulled the safe needle retractor out and the nurse got stuck by the exposed needle in the left index finger. The manufacturer was contacted and the device will be picked up by the manufacturer and inspected.